Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified posterior tibial artery. A 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned complaint device consisted of a coyote balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes without leaking. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified posterior tibial artery. A 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.